Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 70 mg/dl. The customer alleged the insulin pump was over delivering insulin due to she started the low events when she started using the replacement insulin pump in january. Customer was treated with food. Customer was able to complete carelink upload. Customer was using auto mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was programmed with a test guardian link transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. (B)(4).